Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer could not work. It was indicated that this was due to on inoperative stylus. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer could not work. The programmer was returned for service. There was no patient involvement.